Event description:
The luer lock of the fluid warming set would not lock and it just kept spinning. All affected fluid warming sets were the same lot number, 2019641.======================manufacturer response for hot line fluid warming set, l-70 hotline fluid warming set (per site reporter)======================they have been responsive and they are working on collecting flawed lot and replacing flawed lot with functioning product. Good recovery service.